Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: adverse event of the drill bit penetrating pass the bone into the skin. The visual inspection of the returned device performed as part of the manufacturing investigation reported the received drill bit is broken off as complaint. It¿s broken off 13mm behind the tip, the cutting edges at the tip of the drill bit have no damage at all. Based on the complaint description, the surgeon has cut off the drill bit by himself. Referring to this it contains not to a real complaint as the drill bit worked as intended. This part is manufactured in october 2012, no manufacturing related issue was found. No product fault could be detected. No known impact or consequence to patient this event was originally determined to be an adverse event by clinical if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was report that the incident occurred during a predrilling with the drill bit for inserting a cortex screw in the positioning hole of variable angle two column plate. Drilling could not reach to the cortical bone region of opposite side, so the surgeon once stopped drilling and re-started. Then, the drill bit was passed through not only the cortical bone region but the skin to the back side. The drill bit was stuck and could not be removed from the skin. The surgeon cut off the tip of the drill bit and the drill bit was completely removed. No residue in the patient was reported. There was a five minute delay in surgery. This report is 1 of 1 for complaint (B)(4).